Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing shows 4 electrodes in status ok, with the others in status sc or hi. A trauma, accident or disease has not been reported. Pt only hears very loud voices.